Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately two weeks after lens implantation a posterior lens vault with hyperopic shift was identified. Reportedly the patient is 30/30 distance, j16 near, measuring +0.75, and lens is posterior. The surgeon is evaluating treatment options. Additional information has been requested but has not been received.

Manufacturer narrative:
The lens remains implanted in the patient. The lot and serial numbers are unknown; therefore, a device history record review could not be performed. Based on the information available, the root cause of the reported event could not be conclusively determined.